Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, several deployment attempts were made, however the valve repeatedly dislodged aortic while still attached to the dcs. Subsequently, the system was withdrawn from the patient, and it was decided to abort the procedure to re-evaluate for alternative treatment options.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-34}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.